Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. After cts provided pump reset information and assisted the caller with resetting the pump, the malfunction code did not recur, allowing the customer to continue using the pump. Cts advised the customer to report any further occurrence of the malfunction code, and the customer acknowledged the advice.